Event description:
A surgeon reported that an intraocular lens (iol) rotated following iol implant surgery causing an unexpected postoperative outcome. Additional information was received from the surgeon, who indicated that the iol was explanted and replaced with the same model, different power lens three weeks following the original iol implant surgery.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in this lot. The product investigation could not identify a root cause. (B)(4).